Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 280 mg/dl. The customer stated that the pump did not display anything with a new battery. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind test due to corroded motor home switch. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to motor error alarm. No blank display noted. Device was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.